Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Provided logs, service report and problem description confirm the reported issue. Our field service engineer (fse) was on-site to investigate the issue further and found out that the o2 gas module was defective and required replacement. No part was returned for further investigation, therefore the root cause of the reported issue has not been determined. Based on the information above this customer product complaint will be closed. Thank you for your patience in this matter.

Event description:
Manufacturer's ref. #: (B)(4) .